Manufacturer narrative:
The product was returned for evaluation; however, the complaint could not be verified, as no specific problem was reported. However, malfunctions were identified during repair: the chair had a bent fork and a broken caster. The underlying cause could not be determined. Should additional information become available, a supplemental record will be filed.

Event description:
Territory business manager is bringing in his demo chair for standard maintenance service. The device was returned for evaluation. Per the evaluation, the chair had a bent fork and a broken caster.